Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during drain 1 of 5. The home patient (hp) stated the hc alarmed system error 2240 in drain 1 of 5. The hp stated they accidentally disconnected themselves from the patient line while in drain 1. The hp stated when the hc alarmed system error 2240 they reconnected to the patient line. The technical service representative (tsr) had the hp power cycle the hc. The hc alarmed system error 2367. The tsr had the hp power cycle the hc again. The hc proceeded to press go to start. The tsr advised the hp to start over with all new supplies and inform the registered nurse (rn) of system error 2240. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(4) 2012, baxter (B)(4) followed up with the hp. He stated he discarded the supplies and started over with new supplies. No sample/lot # is available. The hp stated he followed up with the nurse to inform them of the alarm. The hp stated he is ok and has continued with therapy.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed because the patient reported disconnecting from the transfer set during therapy, which is use error that can cause system error 2240 alarms. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.